Event description:
It was reported that stent migrated after deployment. The stenosed target lesion was located in the common bile duct. A 10mmx80mm wallflex biliary transhepatic stent was advanced for treatment. However, the stent was deployed in the wrong location. The stent was placed initially in the duodenum. However, the stent was too long for the target lesion and migrated to the left hepatic duct. According to the physician, this was not a device issue, it was a deployment error. The stent was not reconstrained prior to removal. Consequently, a retrieval loop was used to remove the device. The procedure was completed with a different device. No patient complications were reported.